Event description:
It was reported that the dr. Was unsuccessful trying to inflate and deflate the inflatable penile prosthesis (ipp). The dr. Exposed the pump which revealed a kinked tubing between the reservoir and the pump, very close to the pump. The dr. Removed and replaced the pump and cylinders. There were no patient complications in relation to this event.